Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes on (B)(6) 2015 the lead continues to exhibit noise. The lead was reprogrammed. The patient was in good condition and will undergo routine follow-ups.

Event description:
It was reported that during follow-up, the atrial lead exhibited oversensing. Lead sensitivity was reprogrammed. The patient was in a good condition.

Event description:
New information indicates the lead continues to exhibit noise. The device was reprogrammed. The patients condition was good before and after the event.